Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient suffered multiple falls. Subsequently, she experienced ineffective stimulation. Reprogramming was attempted to no avail. Reportedly, x-ray images revealed lead migration. Surgical intervention may be undertaken at a future date to address the issue.

Event description:
Follow-up identified the patient was successfully trialed with a new drg system on (B)(6) 2017. Reportedly, the physician decided to leave the scs lead in place however it is not being used.